Event description:
Prior to placement of the endovascular graft, the pt had alot of bleeding due to the condition of the vessels and the disease. The physician had planned the placement of four endovascular components for this procedure. Post angiogram noted a distal type I endoleak. The hypogastric artery was embolized and the iliac leg graft was extended down past the external iliac artery. Final angiogram did not show any visible presence of the endoleak.